Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: sweden.

Event description:
It was reported that during surgery, the unit sounds strange and the handle was hacking. It was confirmed when the skin is taken, it sounds weakened in the engine. The speed was inconsistent and the device was not cutting properly. Another device was used to complete the procedure. The event was detected immediately after receipt/purchase. There was no patient impact and it was a delay of 10 min. Due diligence is complete. There was no adverse event associated with this malfunction.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.